Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio reflect meter was reading inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began on (B)(6) 2022. The patient claimed obtaining blood glucose readings of ¿201 mg/dl¿ at 4 am and ¿209 mg/dl¿ at 5 am with the subject meter. The patient stated that she manages her diabetes with diet and exercise and takes non-diabetes related medication (novatec, twice a day). The patient denied that she made any changes to her usual diabetes management regimen in response to the alleged issue. On that same morning, between 4 and 5 am, the patient started ¿shaking¿. The patient claimed that she got some rest, took another blood glucose test at her usual time 6:40 am and received a result of ¿230 mg/dl¿ on the subject meter. The patient informed that she ate breakfast (4 rusks with white cheese) and indicated that she felt a bit better. There was no report of any medical treatment/intervention received as a result of the alleged issue. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.